Event description:
The reporter indicated that the device reverts to eri (early replacement indicator). The reporter also stated that this has been occurring for over a year. The pt has been admitted to the emergency room due to symptoms following the pacer's reversion to the vvi mode. The device is to be explanted and will be returned. The device was programmed 2.5v/.45ms in both chambers for the entire implant duration. Most of the time, ventricular pacing was 100%. The cell voltage accuracy is questionable.